Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event and began treatment with vancomycin (1 gm, route, frequency and duration not reported) and meropenem (1 gm route, frequency and duration not reported). Dianeal therapy was ongoing. The patient was discharged two days after hospital admission and the fluid was clear. The patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined any further information.